Manufacturer narrative:
The meter has been returned and an investigation utilizing the returned meter, retained test strip (lot no: 1350844) and a known good battery has determined the complaint was not confirmed. Meter powered on with button and with test strip insertion. Did not observe the meter turning off after a test strip was inserted into it. It should be noted: customer was using test strips that expired on december 31, 2012. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2013 she began to experience unspecified symptoms of "low blood sugar", but when she attempted to test using her adc blood glucose meter it turned off after applying a blood sample prior to producing a result. Customer's sister performed a blood glucose test using her unspecified meter and received a reading of 31 mg/dl. Customer's sister treated customer with a glucagon injection. There was no report of death or permanent injury associated with this event.